Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported they met with a neurologist in (B)(6) 2015. The neurologist changed the settings of the "fouled" lead and said the patient should have a few months before the lead "fouled out" again. The patient wanted to schedule surgery right away, but their hcp said no. The patient did not want the shocking to resume when they were traveling. In (B)(6) 2015, the shocking in the patient's left hand resumed so they emailed a manufacturing representative. The patient had also called their health care provider (hcp) to set up an appointment as soon as they returned from traveling. A follow up appointment was scheduled for (B)(6) 2015. The patient's stimulation and shocking had stopped working in late august so they turned the implantable neurostimulator (ins) off. The patient did not like the ideas of stimulation going to a completely "fouled line" that was not working. The patient wanted to know where stimulation was going if the "juice was still on and the line was plugged in." The problem had not been resolved and the patient had being living with a completely shaking left side including their hand, voice, and head. This was very frustrating for the patient and they had another five weeks with this until surgery would be available. A manufacturing representative later reported they met with the patient on (B)(6) 2015. Impedances were measured to be normal and there was nothing noted for a system malfunction. The patient had not mentioned the shocking to the manufacturing representative.

Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3389-40, lot# l73653, implanted: (B)(6) 1999, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v046959, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
A consumer reported they had a shocking sensation in their left had. The patient had a shocking sensation in their left had that resolved in (B)(6) 2015, but then they had a second occurrence of shocking in their left hand. The initial shocking was resolved by reprogramming from the bottom two leads to the top two leads. The shocking stopped and their health care provider (hcp) stated this would last for months. The patient was fine on that setting, but they did not like it because the patient was shaking and the right implantable neurostimulator (ins) controlled their left hand. No falls were reported during the first instance of shocking. The patient had fallen down five stairs in (B)(6) 2015 and they injured their left shoulder and hip. The patient was able to catch themselves with their right arm. No recent medical tests were done and the patient had no recent environmental exposure. The implantable neurostimulator (ins) was checked and stimulation was on. In (B)(6) 2015, the patient had decreased stimulation from 4.0 to 2.0v, which resulted in no shocking, but a return of tremors. Stimulation was gradually increased after the ins was turned down and the patient experienced no shocking, but they did not have symptom relief. Normally the patient felt a shock when the ins was turned off and on. The patient no longer felt the shock with the right implant, but they did continue feeling the shock with the left implant. The shocking was how the patient knew therapy had started or stopped and happened every time the ins was turned on and off. The patient's indication for use is essential tremor and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-18412.

Event description:
Additional information received from a consumer reported that they met with a manufacturing representative and their health care provider. The patient's parameters were reset and the problem had been resolved. There was no more shocking and the tremors were somewhat better.